Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 weeks after implantation. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history and has been recovered without further complications.